Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The insertion site was lower back. The infusion set was in use for one the blood glucose level was 180 mg/dl and the patient was treated with mannual injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6003139 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: visual test according to wi version 3, was performed and 10/10 samples passed the test. Functional test 1 according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6003139 was packaging according to the wi version 77, in the machine multivac 12, on 13/sep/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3j00249 was manufactured according to the wi version 14, in the machine mp04, on 06/sep/2023, with a total of (B)(4) units. The lot 3j00259 was manufactured according to the wi version 14, in the machine mp04, mp05 and mp08, on 12/sep/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 18/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6003139 with no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.